Event description:
Physician reported that patient feels more stimulation than normally especially when magnet is swiped. System diagnostics resulted in a high lead impedance. Physician was asked to take x-rays and send them to manufacturer for further review. Good faith attempts to obtain additional information have been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.